Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Inspection of the device could not be performed as it remains in the patient. It is not possible to determine if the locking cap at is loose based on the post-operative imaging provided. The imageof the screw at that level was not clear and there is no obvi signs that the locking cap has loosened. The exact cause of the reported issue could not be determined.

Event description:
It was reported post-operative imaging shows a loose locking cap at s1. A revision surgery has not been planned.